Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were unstable, and the power switch and plug harness were damaged (no exposed metal wiring). The motor, harness, and switch were replaced. Additional, unrelated repairs were performed and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: france.

Event description:
It was reported that before surgery, the unit did not turn on. There is no patient involvement. Inconsistent speed was confirmed after final investigation. Due diligence is complete and no additional information is available.